Event description:
It was reported that the 9600emi sys does not boot up. C-arm comes up to 20 arrows and workstation does not boot. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Identified a broken wire in the interconnect cable. Replaced the interconnect cable and reloaded calibration files on sram card. Performed camera calibration due to image rotation being eliptical. Tightened hardware on c-arm covers. The sys was tested and found to be working as intended and placed back into service.